Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Failure analysis investigations did not replicate nor confirm the reported problem. The mcs tip cover accessory was tested with an in house mono polar curved scissor (mcs) instrument and was driven on an in house system. The scissors moved intuitively and the grips opened and closed properly without the tip cover falling off. No damage was found on tip cover accessory. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a mcs tip cover accessory installed on a mcs instrument became detached and fell inside the patient. At this time, it is unknown what caused the accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monpolar curved scissors (mcs) tip cover accessory fell inside the patient. It was noted that the trocar was removed from the patient to recover the mcs tip cover accessory. The mcs tip cover accessory was retrieved during the same procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.